Event description:
Customer reported the insulin pump alarmed bad battery and it's not turning back on at all. Customer attempted replacing three new batteries and the device would not turn back on. Issues have been occurring for two weeks. The device was also alarming off no power. Troubleshooting was performed. Customer's blood glucose was 137 mg/dl. No damage to the device. The device was not dropped, bumped, or exposed to moisture. No damage noted in the battery compartment. Customer uses recommended battery for the device. Customer was advised to take out battery for ten min and clean the battery compartment with alcohol. Customer reported the display did not turn back on. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with currents in specifications. No unexpected off no power, failed battery or blank display noted during testing. The lcd board was ok. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.